Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative regarding a consumer receiving compounded baclofen [1600 mcg/ml] at a rate of 519 mcg/day via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient admitted to the emergency room for severe pain of lower extremities. The pain started after the last pump revision. The pump was scanned and there were no orders for change in the pump dosing. There was no action taken and the patient is to return in a week for pump refill and follow-up. It was unknown if the issue was resolved and there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner regarding a consumer. It was reported that during a pump revision in (B)(6)2016, the surgeon could not remove the "old" catheter, and the patient believed this is the reason for pain of the lower extremities. In (B)(6)2017, the "new" catheter was repositioned, but "it didn't help".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type catheter. Device code (B)(4) no longer applies.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient had been experiencing an electrical painful sensation from the site of the catheter at l5 and down since the pump was implanted on (B)(6) 2016. It was noted that during that pump replacement, the healthcare provider (hcp) could not remove the old catheter. The patient reportedly saw a different surgeon about 6 weeks ago (in (B)(6) 2017) and the catheter was repositioned, but that did not help. Now the patient reportedly thought that the old catheter was causing the sensation. The caller was redirected to the patient's healthcare provider to discuss medical concerns. The pump dose and concentration could not be confirmed at the time of report, but it was noted that the patient had "14mc an hour."